Event description:
A customer reported to biomerieux a mis-identification event when using the vitek 2 yst test kit. The customer stated that he obtained an identification of stephanoascus ciferrii for a quality control sample of candida albicans. Since this was a quality control sample, no adverse patient impact was possible. An investigation has been initiated by biomerieux to investigate this event.

Manufacturer narrative:
A customer reported to biomérieux a mis-identification event when using the vitek® 2 yst test kit. An internal biomérieux investigation was performed. This investigation was initiated because a customer reported multiple unidentified and misidentified results on the vitek® 2 yst card, lot 243389440, when performing quality control (qc) including candida albicans atcc 14053. The customer submitted their strain and lot number of vitek® 2 yst cards to an independent laboratory where cards performed as expected. After additional troubleshooting, it was discovered the customer had not been following protocol when it came to autoclaving their dispensette resulting in contamination during testing. The unidentified organism lab reports submitted show multiple atypical positive reactions for atcc 14053 candida albicans consistent with a contamination issue. Following proper protocol for autoclaving the dispensette and changing saline, additional testing of the strain demonstrates the vitek® 2 yst cards are performing as expected. Vitek® 2 yst lot 243389440 met final qc release criteria. There were no issues observed on initial qc performance testing.